Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(4); batch: 16899856.

Event description:
It was reported that the patient experienced inadequate stimulation and spasms between the ribs despite reprogramming attempt. It was also noted that the spasms increased when stimulation setting turned up. It was revealed that the lead had migrated. The patient underwent a revision procedure wherein the ipg and lead were replaced, and a new lead was added. The patient was doing well postoperatively. All explanted components were discarded by the facility.